Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: we have sent multiple requests and the doctor has not gotten back to us. If I hear anything, I will send you the information as soon as I can. This is what I know from speaking to the assisting surgeon: what surgical procedure was being performed? Colon resection. What were the indications for surgery? N/a. What healthcare professional fired the device and what is his/her experience with the device? Dr. & she has used it many times. Where in the green gap setting scale was the indicator located prior to firing? N/a. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? N/a. Was the device difficult to close? N/a. Was the device difficult to fire? N/a. Did the healthcare professional receive audible & tactile feedback when firing the device? They did not hear a crunch. Was a complete washer transection confirmed? N/a. Were there any staple formation issues identified? N/a. How was it determined that there was only one row of staples? They only had one donut and their anastomosis was not complete. Can further clarification of this phenomenon be provided? N/a. Is the ileostomy temporary or permanent? N/a. What is the current status of the patient? N/a.

Manufacturer narrative:
(B)(4). Batch # r58402. Device evaluation summary: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The damage on the knife and washer is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What surgical procedure was being performed? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete washer transection confirmed? Were there any staple formation issues identified? How was it determined that there was only one row of staples? Can further clarification of this phenomenon be provided? Is the ileostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, when they fired the circular stapler it had a misfire which resulted in them not achieving an anastomosis. One of the doctors reported that when they fired they did not hear a crunch & only one row of staples fired. When they checked their donuts they only had one donut. The doctor reported that they then were in the procedure for an additional hour and a half as a result because they had to create a new anastomosis & the patient now has an ileostomy. They created a hand sewn anastamosis and the patient now has an ileostomy